Event description:
My son had the abbott proclaim drg(dorsal root ganglion) implanted (B)(6) 2018 to help with knee pain. He started having severe lower back pain about 2 yrs ago. He had a CT done in (B)(6) 2023 that revealed 2 of the 3 leads from the drg were "broken into pieces" and some of the pieces were in and around the muscle, soft tissue and spinal cord. The drg was removed on (B)(6) 2024. We were never notified by the dr or by abbott of any potential issues. We're looking for legal representation. Due to the excruciating pain and depression he has not been able to work. He had a part time job but was "let go" following the surgery because he was not able to perform some of the required duties. Please help and advise. Contact info; (B)(6).